Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned additional information provided: this has happened three times now. Device availability unknown. If further details are received at a later date a supplemental medwatch will be sent. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported an animal underwent an unknown procedure on an unknown date and suture was used. They recently purchased suture. The product seems to be faulty as when the doctor was performing surgery the needle comes off of the suture.